Event description:
Flow sensor calibration failed during preop checks. The biomeds tried to calibrate it in the service software but they still have the same issue. They tried the rinse flow test and they don't see bubbles going out in the water and the test fails, either the pressure sensor assembly or the rinse flow assembly is defective. The biomed also tried different flow sensors, patient circuits and expiratory valves before trying more tests.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a problem in respect of rinse flow gas supply within the rinse flow assembly. The rinse flow block was replaced. There was no patient or user harm.